Manufacturer narrative:
During inspection and testing, the foreign material could not be removed from the nozzle. The air/water supply was insufficient due to the clogged nozzle. In addition, service found the electrical safety test on the distal end cover insulation was out of range, the light guide rod lens was cracked, the light guide lens was chipped, the distal end cover was scratched, the adhesive on the bending section cover was worn, the universal cord was wrinkled, there was reduced angulation, and the adhesive around the lenses was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the air/water flow from the subject device does not work. There was an error from the cleaning, disinfection and sterilization (cds) machine. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material, causing the reported issue. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information received from the user facility regarding the reported issue [air/water flow from the subject device does not work, and there was an error from the cleaning, disinfection, and sterilization (cds) machine]: after the device was returned from maintenance, during cds treatment, a water jet leak was observed coming out of the sheath (insertion tube), which went sideways.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility, and to provide the results of the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the air/water nozzle was clogged with foreign material, such as adhesive matter from body fluids, due to inappropriate reprocessing of the device after the previous procedure. However, a definitive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.